Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. Covidien troubleshot this issue with the customer and suggested the breath delivery unit (bdu) printed circuit board (pcb) be replaced. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).